Manufacturer narrative:
No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that the articular surface of the explanted tibial insert does not show signs of wear damage, which is consistent with the reported information. The articular surface of the explanted patellar component shows wear damage, including pitting and subsurface delamination. This likely occurred from contacting the trochlear ridge of the femoral component with high contact stress during flexion and extension. However, the series of events and contributing factors can't be determined as the devices were not returned for evaluation and no pre-revision radiographs or relevant clinical notes were provided. The underside of the patellar implant appears to have residual bone cement adhered. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear of the patella component. Possible causes for polyethylene damage include high contact stresses during knee flexion and extension and inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, (B)(6), 02-010-01-0330 - lgc femoral ps cem right sz 3, (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6), 02-012-44-3013 - logic tibia implant psc insert, sz 3, 13mm, (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm.

Event description:
As reported, approximately 2 years and 9 months post the initial right total knee arthroplasty, the patient underwent a revision. The surgeon performed a synovectomy surrounding the affected knee. Minimal osteolysis was present. The patella exhibited significant wear along the lateral tracking path. The tibial insert had no obvious wear. The femoral and tibial components were well fixed. The tibial and femoral components were retained while the patella and tibial insert components were replaced. The patient was last known to be in stable condition following the event.